Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. The additional information received from the physician/author also provided the mean weight for the patient population. Updated data: a.4 - added mean patient weight. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: testa l et al. Corevalve implantation for severe aortic regurgitation: a multicentre registry. Eurointervention. 2014 oct; 10(6):739-45. Doi: 10.4244/eijv10i6a127. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes following transcatheter aortic valve replacement with the corevalve revalving system in inoperable patients presenting with severe aortic regurgitation compared with patients treated for severe native aortic stenosis. Outcomes were defined according to valve academic research consortium-2 (varc-2) criteria. All data were collected from multiple centers between june 2007 and january 2013. The study population included 1,557 patients (predominantly male; mean age 77 years), all were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). It was noted that 23, 26, 29, and 31 mm prosthesis sizes were used. Among all patients, the one-year overall and cardiac mortality rates included: 318 and 108 patients, respectively. It was reported that the main causes of death in the patients treated for severe aortic regurgitation were ¿arrhythmia, progressive cardiac failure, cardiogenic shock, and pneumonia.¿ no other details were provided for these deaths. As these deaths occurred during the one-year follow-up, a direct correlation could not be made between medtronic product and the observed mortalities. Among all patients, adverse events included: permanent pacemaker implantation, valve-in-valve implantation (due to valve shift/migration), conversion to open heart surgery, stroke, myocardial infarction, cardiac tamponade, new onset left bundle branch block, major bleeding, paravalvular leak (greater than or equal to grade 2), high transaortic gradients, and major access site complications. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.